Event description:
Patient reported a left side exchange with no complaint against the device. Patient later reported "fluid build up behind the implant" confirmed with ultrasound and mammography. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is not related to the device. Additional observations: no other observations observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "fluid build up behind the implant".

Event description:
Patient reported a left side exchange with no complaint against the device. Patient later reported "fluid build up behind the implant" confirmed with ultrasound and mammography. Device remains implanted.

Event description:
Device has been explanted and replaced.